Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) may have potentially twiddled their can, causing the associated implanted leads to dislodge. X-ray images confirmed the patient was likely a twiddler. Additional information provided from the field indicated tachycardia therapy was deactivated, and a revision procedure is being discussed. No information on the model/serial of the leads were provided at this time. The ICD remains in service, no additional adverse patient effects were reported.